Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-apr-2022 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 23-nov-2020. Labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), once the delivery system was inserted into the right ventricle, the patient went into sustained monomorphic ventricular tachycardia (smvt). The patient had to be shocked three times as result and stabilised and reverted to a regular rhythm. It was opted by the physician to insert a cardiac resynchronization therapy (crt) implant for the patient. The leadless ipg was attempted/not used. No further patient complications have been reported as a result of this event.